Event description:
The customer contact reported during testing at the user facility, it was noted that the regulator closer and the regulator opener were out of position. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The device mechanism is expected to be returned for further investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.